Event description:
It was reported that during a da vinci hysterectomy, the surgical staff noted that the 5mm curved cannula instrument accessory spun inside assembly. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Upon high magnification inspection, failure analysis investigations found the weld was cracked along the circumference of the tube. Weld damage makes it possible for the tube to rotate with respect to the bowl. The tube was unable to be completely separated from the bowl manually despite the weld failure, indicating a tight fit between the two parts. Based on the information provided, this complaint is being reported due to following conclusions: the curved cannula instrument accessory spins inside assembly could likely cause or contribute to an adverse event, if the malfunction were to recur.